Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal superficial femoral artery or popliteal artery. A 3.0mm x 80mm x 150cm sterling sl balloon catheter was advanced for dilation. However, during the first inflation at 4 atmospheres for less than 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.